Event description:
The patient reported that her device was not turning on at all now. Patient also requested assistance finding a doctor, she recently moved to the area. Patient will call back on wed (B)(6) 2016. There was no symptom reported. The indications for use were fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
Additional information from the patient reported that the patient had trouble getting the patient programmer to work. The patient had tried to increase stimulation but was unable to get it to increase. The patient programmer batteries were dead and were replaced during the call. The patient was getting the poor communication screen after the programmer batteries were replaced. The patient had not been using the antenna. The issue resolved when using the antenna. The patient reported that they had no bladder control. They did not feel stimulation and it was found that therapy was not turned on. Therapy was turned on during the call and the patient felt stimulation in the correct area. The patient was on program 3 at 1.2v and stated that they felt comfortable stimulation. The patient did not have an health care professional (hcp). Hcp listings were provided. Additional information received in a patient letter reported that turning stimulation back on helped somewhat. The patient still lost control sometimes but it did help with bowel. The patient requested that the hcp listings be resent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that patient programmer was the device associated with not turning on which occurred in (B)(6) 2016. The patient indicated that did not know what led to the device not turning on but all of the sudden the she started losing control of bowels and bladder and went to change it. The step taken was to change the batteries. Called back they have moved from regular doctor and patient need to find one who is familiar with device. The issue with device no turning on was not resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.